Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the left anterior descending coronary artery (lad). A 3.5x48mm xience xpedition stent delivery system was advanced using a 6fr non-abbott guiding catheter (gc) and a 7fr non-abbott guide extension (ge). The xience xpedition was inflated three times at 16 atmospheres (atm) and the stent was implanted. Next, in order to conduct the kissing balloon technique (kbt), a non-abbott balloon was delivered first, then both catheters were delivered to the rear due to the position of the xience xpedition balloon, however, strong resistance was felt with the ge and the hypotube bent. Therefore, the ge was removed and the delivery was attempted again using the 6fr gc. The non-abbott balloon was delivered to the left circumflex (lcx) and the xience xpedition balloon was delivered to the lad successfully. The struts of the xience xpedition in the lcx were expanded with the non-abbott balloon and then kbt started. Upon the second inflation of the non-abbott balloon at 10 atm, the xience xpedition balloon in the lad inflated gradually with poor dilatation, while the non-abbott balloon in the lcx inflated. Therefore, the non-abbott balloon remained in the lcx. The xience xpedition balloon was only inflated once at 8 atm, but it just showed poor dilatation and did not perform enough dilatation. Negative pressure was applied but the xience xpedition balloon failed to deflate. Therefore, in order to retrieve the device, a microcatheter was placed on the proximal end of the balloon, then two non-abbott guide wires were used to attempt to penetrate and rupture the balloon, but it failed. Thus, the gc was engaged deeply to the xience xpedition balloon and then the guide wire was advanced. Although the xience xpedition balloon moved a little as a response to advancement of the gc, the xience xpedition balloon was successfully removed without impacting the implanted stent. The xience xpedition balloon was withdrawn into the tip of the gc in the inflated state and removed with the gc as a single unit. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Added device code 2017 - reinsertion. The device was returned for analysis. The reported deflation issues and deformation due to compressive stress were confirmed. The reported inflation issues were not confirmed. The reported difficulty to advance could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use states: for single use only. In this case the stent delivery system (sds) device was used successfully and without issue; therefore, after the stent deployment and removal of the device from the anatomy the sds device had fulfilled the single use purpose of the device. Any additional post dilation of the stent requires the usage of a non-compliant balloon catheter as seen in xience xpedition everolimus eluting coronary stent system instruction for use : when performed, post-dilation should be performed at high pressure with a non-compliant balloon. The continued use after deployment and multiple re-insertions with subsequent damage (bent hypotube) appear to have caused or contributed to the reported difficulties. The noted stretching and kinks on the outer and inner members identified during return analysis in combination with the anatomy likely caused the reported inflation and deflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.